Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 31mm sjm masters series mechanical heart valve was implanted in the patient. On (B)(6) 2025, the patient admitted to hospital and intubated, with pulmonary edema. The mechanical valve was found to be malfunctioning. Intraoperatively, one valve leaflet was found to be missing. The valve was replaced with a new 31mm sjm masters series mechanical heart valve. The leaflet was identified on computed tomography (CT). A computed tomography (CT) scan revealed the leaflet within the abdominal aorta at the bifurcation.

Event description:
N/a.

Manufacturer narrative:
An event of leaflet dislodgement and patient effect of pulmonary edema two months post mhv implant was reported. The valve was returned with an intact and mobile leaflet while the other leaflet had been dislodged and not returned. Biological material was noted on the cuff and pivot areas. The cuff contained small torn damage. The valve was unable to rotate freely. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The damage may have been caused by some external force applied to the valve which overstressed the carbon material. The cause of the leaflet dislodgment could not be conclusively determined. The cause of the patient effect pulmonary edema could not be determined. The surgical intervention and hospitalization are case specific circumstances as the defective device was removed and patient undergone rehabilitation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.